Event description:
It was reported to boston scientific corporation that approximately three months following implantation of an uphold vaginal support system, the patient presented with tenderness in the vagina during a follow-up appointment. Reportedly, when the physician palpated in the patient's vagina, the patient could feel pain. The physician prescribed estrogen cream and instructed the patient to return in three months for another follow-up appointment. The patient, who is over 18 years of age, is in stable condition, and experiences no other complications aside for dyspareunia. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date. (B)(6).